Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment steel braid ruptured, the insertion flexible tube (ift) leaked, the root brace rubber flexible tube cut, the us probe failure, the light guide fiber bundle(lcb) was broken, the lcb distal cover glass was broken, the forward body cover scratched, the u/d & r/l pulley wire worn out, the brand plate worn out, the l/r knob lock knob had improper adjustment, the light guide fiber bundle (lcb) cut, the us connector cable buckled, and the us connector cable cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.